Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. Diagnostic imaging was performed, and dislodgement was noted on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.